Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, the werewolf coblation wand could not stop working and reached the end of life. The procedure was completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The tip is worn from use. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found that plugging in the wand causes a wand end of life error. Using a bypass box the unit had no issues producing plasma or activating functions. The button covers were removed and found no issues. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a short in the wand. No containment or corrective actions are recommended at this time.